Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿new migraine with visual disturbance after cryoballoon ablation of atrial fibrillation.¿ journal of atrial fibrillation. Oct-nov 2017. Volume 10: issue 3. Www.jafib.com.

Event description:
The literature publication reported the following patient complication after having an ablation procedure with a cryoballoon catheter: the patient reported a headache one day post-procedure; on day three (3) post-procedure, the patient developed ¿sudden onset¿ visual symptoms which, within 45 minutes returned to normal; however, a headache returned. The following day, the patient presented to the emergency room (ER) due to the return of visual symptoms. The patient had no abnormal tests. The patient had a computerized tomography (CT) test which was normal, and an magnetic resonance imaging (MRI) test, which showed only ¿minimal nonspecific white matter,¿ but no other abnormalities. The patient was kept overnight in the hospital for observation. The patient was discharged home in ¿good condition.¿ over the next several days, the patient had some ¿transient blurriness in vision,¿ which lasted about 45 minutes without a headache or loss of peripheral vision. At the one week and one month follow up visits, there were no further clinical sequelae. The patient was given the diagnosis of ¿new onset migraine with visual aura.¿ the status/location of the balloon catheter is unknown. No further patient complications have been reported as a result of this event.